Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that stimulation was off on (B)(6) 2016 and the patient was in a lot of pain; the patient had a migraine and her neck was throbbing. The migraine started on (B)(6) 2016, and the reported pain and neck throbbing began (B)(6) 2016. Event cause was not reported, and no outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included spinal pain.